Event description:
It was reported that during an implant procedure, after connecting the leads to the device, the programmer showed an out-of-range high pacing impedance across all channels. The leads were removed and tested with an external pacing system analyzer (psa), and the leads showed no abnormalities, suggesting the issue was with the device. Upon close inspection, the device's header port was partially blocked. The device was replaced without issues. There were no adverse events for the patient.

Manufacturer narrative:
The reported events of high pacing impedance and connection problem were not confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis of the device header connector found no anomaly contributing to reported events. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions was found to be normal.